Event description:
It was reported that balloon damage occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. The device was prepped via usual manner and upon insertion, the stent failed to cross the lesion. When the device was removed, it was observed that the balloon was slightly inflated at each end with the stent in the middle. The device was prepped again, pulling negative on the balloon, but it was still slightly inflated at one end. A new stent was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that balloon damage occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. The device was prepped via usual manner and upon insertion, the stent failed to cross the lesion. When the device was removed, it was observed that the balloon was slightly inflated at each end with the stent in the middle. The device was prepped again, pulling negative on the balloon, but it was still slightly inflated at one end. A new stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. Visual, tactile, microscopic analysis and dimensional testing was performed on the device. Visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the crimped stent found evidence of stent damage with the struts flared at the proximal section. Dimensional testing revealed the undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. Microscopic analysis of the balloon revealed there was evidence of positive pressure being applied with contrast media present in the proximal section of the balloon. The bumper tip showed no signs of distal tip damage. No other issues were identified with the device.